Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Updated info received via primary and revision operative notes. Review of primary operative notes confirms pt underwent a bilateral knee arthroplasty due to degenerative arthritis, with the complaint for the left knee. After the femoral cuts were made, flexion and extension gaps were checked and against after a partial medial release to correct the preoperative varus deformity; the knee came to full extension and flexion and was stable. Trial components again revealed the same with normal patellar tracking. Final components were cemented into place and revealed the same results after cement cure. Components appear to be implanted at the correct orientation and fit as per the surgical technique and do not indicate root cause. Review of revision operative notes confirms pt underwent a revision left total knee arthroplasty due to a failed total knee. Preoperative bone scan showed some evidence of loosening at the tibial component and intense uptake around the femur. One portion of the lateral side and another portion on the anteriorly the femoral component was found to not be solidly fixed, but the cement was fixed to the bone and would explain the uptake. After the femoral component was explanted, defects were identified on the posterior condyles, larger on the medial side than the lateral side. The tibial component was found to have subluxed anteriorly and was explanted. The package insert states that loosening or fracture/damage of the prosthetic knee components or surrounding tissues is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints against the related part and lot combinations. A root cause cannot be determined.

Event description:
It was reported that the patient was revised due to pain.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.